Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) over 600 mg/dl with nausea, vomiting, and diabetic ketoacidosis associated with intermittent power to the pump. Reportedly, emergency protocol was initiated; the patient resumed the insulin pump and was hospitalized and treated with insulin via injection, insulin via pump, IV fluids and an insertion site change. During troubleshooting with customer technical support (cts), it was reported that the battery cap had stripped threads causing intermittent power to the pump. The reporter stated that the cap had never been changed. It was reported that there was no damage to the battery compartment. The reporter also contributed scar tissue to the lack of insulin being absorbed as contributing to the bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error in never changing the battery cap.